Event description:
It was reported that during a case using the spine guidance 4 software, three screws were placed inaccurately. Navigation was aborted and the surgeon proceeded with the case.

Event description:
No additional information.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion. Corrected data: b2, g1. Additional data: h4.